Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia and dizziness. The customer's blood glucose level was 600 mg/dl at the time of the incident. The customer stated that the insulin pump delivered the bolus like normal, but the patient was getting zero benefit from the bolus, and believes that the pump insulin was malfunctioning. The customer stated that had changed the set, and tried new batteries but the levels remained elevated. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was reported that the drive support cap appears normal (slightly indented). The customer reported that the insulin exited at the quick release. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.